Event description:
It was reported that the isleeve split, during insertion when the isleeve was about 5 cm in the severely tortuous left femoralis, it "peeled off". After removing the isleeve, the physician noticed that the whole introducer sheath had "peeled off". The isleeve was removed, and the procedure was completed with a different model introducer sheath. No patient complications were reported. The patient was discharged on (B)(6) 2018 in good condition.

Event description:
It was reported that the isleeve split. During insertion when the isleeve was about 5 cm in the severely tortuous left femoralis, it "peeled off". After removing the isleeve, the physician noticed that the whole introducer sheath had "peeled off". The isleeve was removed, and the procedure was completed with a different model introducer sheath. No patient complications were reported. The patient was discharged on 28 september 2018 in good condition. Device evaluated by MFR: the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the seams were found to be torn. One of the seams was split/torn on the seam starting 8.1cm from the tip and extending to the tip. The other seam was split/torn on the seam starting 8.3cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was typical tip damage/tearing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to patient condition.